Manufacturer narrative:
The customer¿s device was requested and returned for investigation. Test strip retention samples passed the internal inspection. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation is ongoing. (B)(4).

Event description:
The initial reporter received questionable glucose results with an accu-chek inform ii meter serial number (B)(4). The customer confirmed qc passed within 24 hours of patient testing. The customer collected the patient's samples by using the capillary finger stick methodology. At 4:45 pm, the patient's meter result was 514 mg/dl. The customer questioned the initial result and performed a repeat measurement for confirmation. At 4:46 pm, the patient's meter result was 333 mg/dl.

Manufacturer narrative:
The customer's returned test strips were tested with acceptable results and no defects or errors were observed.